Event description:
It was reported that post implant of a adjustable gastric band, the band has a non-detectable leak, the doctor performed an adjustment that lasted for 24 hours. The doctor used x-rays and checked the video of the cx, no problems could be detected. The band was leaked test prior to implant. The band was inserted through a 12 mm. The products instruction for use recommends using a 15 mm trocar. The band will be replaced. No schedule date at this time.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Device remains implanted